Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of bulls plus abrasive pleurodesis by video-thoracotomy, while setting up the load, an issue occurred with the device. The surgeon wanted to close the device and go through the trocar but it did not close and was blocked/ got stuck. Thus, the device was unable to fire and handle unable to squeeze. In order to resolve the issue, the surgeon removed the load and used a new device without problems. No patient injury.